Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, when they went back with the scope they were searching for the capsule and found the capsule on the pt's pillow. The pt was not injured following the procedure.